Manufacturer narrative:
Device evaluation by manufacturer: an innova self-expanding stent delivery system (sds) was returned and the outer shaft, mid-shaft, inner shaft, proximal liner and the remainder of the device were checked for damage. Visual examination showed a kink at the nosecone. There was no other damage on the outer sheath. The mid-shaft showed no damage. The inner liner was kinked approximately 21.5cm from the tip. The handle was separated by the complaint investigation site investigator and visually inspected inside for further damage. There was no further damage on the inside of the handle. The pull-rack was bent as received. The stent was not returned with the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that stent damage and surgical stent removal occurred. A 6x200x130mm innova¿ stent was prepared over a 0.035¿ guide wire and advanced to the target lesion located in the superficial femoral artery (sfa). During stent deployment, the stent became stretched and then ¿cramped¿ within the sfa. Surgery was required to remove the innova¿ stent. No other patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and surgical stent removal occurred. A 6x200x130mm innova¿ stent was prepared over a 0.035¿ guide wire and advanced to the target lesion located in the superficial femoral artery (sfa). During stent deployment, the stent became stretched and then ¿cramped¿ within the sfa. Surgery was required to remove the innova¿ stent. No other patient complications were reported.